Event description:
Reporter performed two back-to-back blood glucose tests, using different fingersticks, with results of 398 and 275 mg/dl respectively. Reporter stated he was not experiencing any symptoms.